Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evidence of short battery life and excessive battery usage observed in the black box. No battery cap returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. "Sleep" current draw not within specifications. Removed pump case. Evidence of moisture contamination inside pump on "transceiver" board. Unplugged transceiver board and "current" levels returned to within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.